Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - ivpb - potassium was not determined because no products or device logs were returned.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). Potassium prn dose was administered via ivpv but ¿the bag did not completely empty. It had at least 20ml in it¿ which the clinician had to manually adjust the pump to infuse the entire dose. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of IV piggyback (ivpb) fluids (secondary infusion). Potassium prn dose was administered via ivpv but ¿the bag did not completely empty. It had at least 20ml in it¿ which the clinician had to manually adjust the pump to infuse the entire dose. There was patient involvement but unknown outcome.